Event description:
On (B)(6) 2019, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr endobronchial valve (ebv) placement. A zephyr 4.0-j endobronchial delivery catheter (edc) was used to size the airways and deploy a zephyr valve. Part of the sizing wing portion of the zephyr 4.0-j edc detached during the procedure. The doctor was able to retrieve the detached sizing wing segment from the airway during the procedure.